Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1bvdq, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had decreased symptom control over the past several months and impedance tests showed that several electrodes were out of range. The patient could not recall any fall or trauma which could have contributed to the issue. The lead was replaced and there were no out of range impedances intra-op. The patient experienced good stimulation at low amplitude which was consistent with their prior experience. The issue was reported as resolved at the time of this report. There were no further complication reported or anticipated.